Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on compact plus meter, compared to an aviva nano meter, within 10 minutes: 1.9 mmol/l on compact plus meter (system 1) and 6.7 mmol/l aviva nano meter (system 2). At a different time, the customer also received a reading of 2.7 mmol/l on the compact plus meter (system 1) and 7.6 mmol/l on the aviva nano meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.